Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the compressor is stuck. Associated malfunctions for this device: power switch short circuited, pe valve leaking, inlet filter dirty.